Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient entered the cath lab in an emergency situation on the weekend and the cath lab team was called in. The iab was being placed in the leg and was prepped per instruction. The md passed the fiber optix sensor (fos) connector to the technician, but the iab would not zero. The technician reported that the pump did not recognize the iab. There were no audible tones or alarms, and the technician does not believe that the light bulb changed color. The technician disconnected and reinserted the fos connector several times. Rather than moving forward with this insertion, the md opened another iab. This iab was prepped per instruction, the fos zeroed correctly, and the iab was inserted in the opposite femoral. Again, md attempted to aspirate and flush the central lumen after placement, but was unable to. The md manipulated the iab with no success. The md then re-threaded the guidewire through the central lumen, removed the guidewire, and then was able to aspirate and flush. The patient went to surgery for mitral valve repair and reattach on monday. The patient is "doing ok now."